Event description:
It was reported during an unspecified diagnostic procedure, when pulling out the bronchovideoscope the patient's breathing tube came out with it. The incident happened at the end of the procedure and the tube just needed to be reinserted. There was no deterioration in the patient's health, and the patient was reported to be alive and stable. The customer requested the device be inspected to make sure it is working correctly before being used again. There was no further patient impact reported.